Manufacturer narrative:
H3. Analysis of the (B)(6) found that the stimulator was functionally ok or had insignificant anomalies. H6: the conclusion code 11 no longer applies. The results code 3233 no longer applies. The method code 4118 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, the consumer reported that the stimulator wasn't charging, when he tries to charge it shows the passive recharge screen. The patient had tried resetting the controller by removing and reinserting the battery but this did not resolve the issue. The patient had another recharger so troubleshooting had him try the other module and it also showed the passive recharge screen. The patient appeared to be in discharge mode and stated he had charged last thursday. Troubleshooting had him start passive recharge mode and after two cycles it was still going through passive recharge. The patient was instructed to continue with passive recharge and if the stimulator didn't wake up and start charging to call back. No patient symptoms reported. On (B)(6) 2020, additional information was received from the manufacturer representative (rep) reporting that they finished a replacement yesterday for a patient that had eri. It was reported that this was previously reported to tech services and determined it was dead and would require a replacement. It was indicated that the rep would be sending the ins back for analysis. The event occurred on (B)(6) 2020. Additional information was received from a manufacturer representative (rep) on (B)(6)2020, reporting that they were not aware of the exact date the eri occurred, but the estimation was sometime in (B)(6) 2020 (about a year and a half after it was implanted). The patient¿s weight at the time of the surgery was not obtained and was not give to them. The device was explanted on (B)(6) 2020 and was returned via a return mailer kit on wednesday (B)(6) 2020. The reason for the device being removed and sent back was due to the patient being unable to recharge/jump-start the ins.